Manufacturer narrative:
Device remains implanted.

Event description:
It was reported the patient had an advance sling implanted on an unknown date. The patient was later implanted with an artificial urinary sphincter due to an unspecified reason. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted. Product was explanted but not expected to be returned. Should additional information be received or product be returned, a supplemental report will be filed upon completion of product analysis.

Manufacturer narrative:
Correction updated device brand name model number. Device not returned for evaluation.

Event description:
It was reported the patient had an advance sling implanted on an unknown date. The patient was later implanted with an artificial urinary sphincter due to an unspecified reason. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted. Product was explanted but not expected to be returned. Should additional information be received or product be returned, a supplemental report will be filed upon completion of product analysis.